Event description:
Clinic notes for the patient were received in which it was indicated that there was high impedance and low battery. The patient also reported feeling it come off which appeared to be an altered perception of stimulation. It was also indicated the patient and occasionally has some discomfort. Implant card was received noting the patient had a full revision due to high impedance. Per hospital the surgery took place, this is a no return site. No additional relevant information has been received to date.